Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and the patient's heart gave out. Subsequently the patient passed away due to peritonitis, lung infection, necrotic skin, necrotic foot and heart giving out. The cause of the peritonitis was not reported. Treatment was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.